Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt connector damaged) has been confirmed. As received, the pins in the trunk cable connector of the electrode belt were bent. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the test failure was the bent pins of the connector. The root cause for bent pins of the electrode belt connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient stated that the electrode belt connector was damaged.